Event description:
It was reported that approximately one month after having an ambicor penile prosthesis (app) device implanted the patient presented with a "serious infection in the genital area." A revision surgery was performed and it resolved the patient's infection. The patient is fine at this time.